Event description:
Follow-up identified the patient underwent surgical intervention wherein the entire system was explanted. The reason for explant was cited as pain at the ipg site and the need for an MRI.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain and heating at the ipg site regardless of stimulation. The sjm representative reprogrammed the patient; however, the issue persisted. Surgical intervention will take place as the next course of action.